Event description:
Harmonic ace curved shear (B)(4) lot l10221129 alerted "secure attachment" on the ethicon monitor. We followed the listed steps and the error repeated. We then opened a new harmonic, it worked momentarily, and the alert repeated. We switched out the harmonic handpiece cord and the alert did repeat 2 more time, but we were able to finish the case. Ref report: mw5115353.